Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to an infection. The patient had received temporary pacer wires and was later implanted with a new system. No further adverse patient effects were reported.